Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt was implanted about 3 months ago and noted about a week ago they had issues with their ins. Pt had not changed their settings and their ins charge frequency went from only needing to charge once a week to every other day, for it was having glitches in pt's view.  About a week ago the pt charged their ins to 100% and now the ins battery was low. This morning the ins used 40% battery and was dead, so pt charged the ins and after an hour the ins only charged to 50% then it charged fully in an hour. Pt noted the controller would also lose power when not plugged into wall (agent did not understand there to be anything abnormal about controller charging). During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and was able to recharge the ins at excellent. Controller battery low and ins was at 100%. The troubleshooting steps that were taken on the call resolved the issue . The patient was redirected to their healthcare provider to further address the charging frequency issue.